Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental medwatch will be filed.

Event description:
A report was received that during intra-op testing it was noted that the contacts of the patients lead were showing high impedances. The physician suspected lead fracture. The patient underwent a lead replacement procedure and was doing well postoperatively.